Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 464 mg/dl. The customer reported a no delivery alarm. The customer states at noon the blood glucose was 89 mg/dl and at dinner it was 169 mg/dl. The customer had no symptoms. The customer did treat the high blood glucose level with a bolus from the insulin pump, eleven point two units. The current blood glucose level was 463 mg/dl. The customer did troubleshoot the issue. The insulin pump will not be returned for analysis.